Event description:
A site rep reported a tap found with bone fragment stuck inside after sterilization and it could not be removed. A replacement tap was sent to the site for issue resolution. This was not discovered during a case, there was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device MFR date not available at time of this report. Replacement part shipped (B)(4) 2012. RMA issued. Eval of returned part finds the tap is blocked and has a guide wire broken off inside.